Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a blood glucose level of 51 mg/dl. Reportedly, the customer miscalculated the carbohydrates consumed and delivered a larger bolus than needed. Customer consumed carbohydrates to address bg level. The customer reverted to an alternate pump for insulin therapy.